Event description:
Dear sir or madam, in accordance with 21 cfr 803.22 (b)(2), we are notifying you that on february 12, 2009, a caller reported that a month prior, her daughter experienced a hypoglycemic event in which she fell unconscious and was transported by to the hospital. Unknown treatment was provided to the customer at the hospital and she was released after two days. The caller indicated that the pt was compliant with all diabetic medications and that she receives novolog via the insulin pump. The caller states the basal rates as follows: 2 units of novolog per hour between 8:30 a.m. And midnight and 1 unit per hour between midnight and 8:30 a.m. The caller also states a correction factor of 1 unit of insulin for every 20 points above 120 mg/dl. Additional info provided by the caller is that the patient's carbohydrate ratio is 1 unit for every 5 carbohydrates. The caller also reports that the pt suspended use of the insulin pump and utilized insulin shots between thanksgiving 2008 and early in the following month. No additional info was provided regarding this incident. This insulin pump product is not manufactured or imported by our firm. Should you have nay questions about this event, please feel free to contact me.